Event description:
It was reported that customer received a failed battery test, battery out limit, weak battery alarm, spanish software anomaly alarm, and blank screen display. Customer's blood glucose was 272 mg/dl. Alarms were cleared by pressing act and esc buttons. After troubleshooting for failed battery test, customer was advised to monitor insulin pump and battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.